Event description:
Five mos old male with med history of pulmonary atresia, ventricular septal defect, and hypoplastic central pulmonary arteries status post central shunt placement in 09/1997 underwent a right ventricular outflow tract reconstruction using a 12mm pulmonary homograft shunt closure and recruitment of aortopulmonary collateral on 02/04/1998. On 03/06/1998, pt required reoperation due to possible dehiscence and resection of pseudo-aneurysm in right ventricular outflow tract.